Event description:
It was reported to resmed (B)(4) that a system fault occurred on an astral device which resulted in an alarm notifying the user of the error message. There was no patient injury reported as a result of this incident. MFR # 3004604967-2015-00127.